Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 5.1 and 5.2 failed. A field service engineer (fse) identified that the pyxibus cable was not connected to the controller board, shut down the unit, and properly connected the cable to complete the repair. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 5.1 and 5.2 failed, and an error message stating requires maintenance was displayed. The customer attempted troubleshooting by checking the back panel and rebooting the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.